Event description:
During cardiac catheterization, sheath/catheter removed. Perclose device deployment attempted. Perclose catheter broke leaving portion in artery. To surgery for exploration of groin, embolectomy of femoral artery and repair of femoral artery. Catheter snared by radiologist and removed through the true lumen.

Event description:
Add'l info rec'd from MFR 8/21/03: model number 12337. Manufacturing lot number 031236h. The date firm received info about the event described in the medical report. 06/06/2003. The device was received from the facility on 06/19/2003. The investigation has not yet been completed. No conclusions about the event were made in the initial MDR and cannot be made at this time. A supplementary report will be filed using FDA form 3500a upon completion of the investigation.